Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized and they were having high blood glucose. The customer's blood glucose was 564 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.